Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on: 10/20/2015. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, catalog, and/or model. The reporter stated the device was discarded and is not available for analysis. To date, apollo has not received additional information regarding the device serial number, catalog, or model, thus the connecter type associated with this report cannot be determined. The reporter was asked for additional information regarding the details of the event, including dates of implant and explant, as well as patient information. To date, no further information has been received by apollo. Device labeling addresses the possibility of a port leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient had a port leak of their lap-band system. The port was replaced.